Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the safety would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the angiocath needle does not retract as it was designed to do.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit from lot number 2235212. The device was received retracted. The safety mechanism was disengaged, and a functional test revealed that the needle retracted successfully when the button was pressed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the safety would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the angiocath needle does not retract as it was designed to do.